Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the catheter was found to be detached from the catheter connector. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of catheter detachment from the connector was confirmed. The product returned for evaluation was 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The catheter was received fully detached from the assembled connector. Microscopic inspection of the proximal end of the catheter revealed a glossy striated surface typical of a sharp instrument cut. Inspection of the connector prior to and following disassembly confirmed that no catheter remained within the connector. Following longitudinal bisection of the distal connector segment, inspection of the compression sleeve revealed that it had been advanced to the locked position. The connector bore appeared well formed and unremarkable. The catheter detachment appeared to be the result of the catheter not being inserted through the distal connector segment compression sleeve prior to connector assembly. The product IFU provides instructions for proper assembly of the catheter/connector system.

Event description:
It was reported that the catheter was found to be detached from the catheter connector. There was no reported patient injury. No other information was provided.